Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the trunk cable connector j702 on the distribution node pca was physically damaged, and the cables connecting the distribution node (dn) to the rear te and the cable connecting ECG c and d were pulled from strain relief, damaging wires in the cables. The root cause for the missing trunk cable was physical abuse. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.